Manufacturer narrative:
One battery pca was returned for failure analysis. Based on visual inspection, the reported problem was verified in the lab. J1 pins 3, 6, and 7; and j2 pins 1, 5, and 7 were permanently compressed and bent.

Event description:
While performing scheduled onsite maintenance for the device, a philips field service engineer (fse) discovered that the pins on the battery pca were bent. There was no patient involvement.